Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. And visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that a post-operative lead dislodgement occurred. The lead was successfully explanted and replaced the following day. No patient complications have been reported as a result of this event.